Event description:
During a meniscal repair procedure using the fast-fix 360 reversed curve ndl deliv, it was reported that when the deployment knob was depressed to deploy t1, t2 implant fell off from the inserter needle with t1. The procedure was completed with another fast-fix 360. Both implants were removed from the body with hand instruments.

Manufacturer narrative:
Investigation of the fast-fix 360 reversed curve ndl deliv was returned for evaluation of the reported complaint mode, ¿simultaneous deployment.¿ the insertion with no implants/suture construct was received. The device was functionally tested and the deployment knob actuates and cycle per design. 360 deployment issues related to t2 prematurely deploys or will not deploy. The investigation is ongoing. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).